Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of the needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The reporter stated the pink slide did not move forward, and the cannula did not deploy correctly. It was further reported that upon removal of the pod, the cannula had not fully deployed as only half of the cannula was visible, indicating a needle mechanism failure.